Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump using the provided information. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Cts instructed the caller to contact them again if any malfunction code reappeared, and the caller understood these instructions.